Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated into the breast tissue and was pushing on the incision causing discomfort. The device was revised. No further patient complications have been reported as a result of this event.